Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.

Manufacturer narrative:
This follow-up MDR is created to document that 2125050-2018-00198 is a duplicate of 2125050-2018-00202. Please refer to 2125050-2018-00202 for this event. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted under 2125050-2018-00202.